Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What are the name and date of index surgical procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. Where was the surgicel used (on what tissue)? 6. What method was used to apply the surgicel? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? 9. What were current symptoms following the index surgical procedure? Onset date? 10. Has any additional surgical or medical intervention been performed? 11. What is physician¿s opinion as to the cause of this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lumbar 4-sacral intervertebral disc resection, bone graft fusion, and internal fixation procedure under general anesthesia on (B)(6) 2024 and an absorbable hemostat was used. Strict adherence to aseptic principles was observed during surgery, and hemostatic gauze was used to stop bleeding and reduce intraoperative bleeding. The surgical process went smoothly. On the 9th day after surgery, the patient's drainage volume increased, and there was accumulation of fluid and gas in the surgical area. The drainage tube culture showed escherichia coli. Ultrasound guided drainage puncture, catheter infusion flushing, and local antibiotic treatment were given to treat the infection. Meropenem is used for anti-infective treatment. The hospital is currently continuing treatment. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: b 7. Medical history/preexisting condition, h 6. Health effect - clinical code, h 6. Type of investigation. Additional information was requested, and the following was obtained: 1. What are the name and date of index surgical procedure? On (B)(6) 2024, the patient underwent l4-s1 discectomy, fusion and internal fixation under general anesthesia. The aseptic principle was strictly followed during the operation. Surgicel was used to stop bleeding and reduce intraoperative bleeding. The surgery went smoothly. 2. What were the diagnosis and indication for the index surgical procedure? Patient has dual l4-s1 fusion fixation. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates.--the patient was an elderly woman with a long history of diabetes and unstable blood glucose. The patient was admitted to the hospital for examination of blood glucose 8.31, glycosylated hemoglobin: 7.5. After consultation with the internal medicine department, it was recommended to use insulin to control blood glucose. The patient considered dependence and refused to use it. 4. What were current symptoms following the index surgical procedure? Onset date? Pyrexia, chills, flank pain. On (B)(6) 2024, the patient had increased drainage fluid volume and accumulated air in the operation area. The drainage tube culture suggested large intestine obstruction. The patient was given b ultrasound drainage puncture, perfusion irrigation and methylene blue for anti-infection treatment. Now the hospital continued treatment. 5. Has any additional surgical or medical intervention been performed? According to the consultation opinion, the patient was given meiluo for anti-infection treatment; ultrasound-guided wound puncture, perfusion irrigation, and local antibiotics for infection. 6. What is physician¿s opinion as to the cause of this event? The patient was an elderly woman with a long history of diabetes and unstable blood glucose. The patient was admitted to the hospital for examination of blood glucose 8.31, glycosylated hemoglobin: 7.5. After consultation with the internal medicine department, it was recommended to use insulin to control blood glucose. The patient considered dependence and refused to use it. Postoperative poor diet, physical deficiency, sweating, may lead to wound bacterial infiltration, one of the infectious factors. 14. What is the users experience w/ surgicel powder and other hemostatic agents?--normal the following information was requested, but unavailable: 1. Was there any intraoperative concurrent use of other products? Unk. 2. Where was the surgicel used (on what tissue)? Unk. 3. What method was used to apply the surgicel? Unk. 4. How much surgicel was used during the procedure? Unk. 5. Was the surgicel product left in place? Unk. 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? Unk. 7. What is the patient¿s current status? Unk. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.